Event description:
It was reported through the results of a clinical trial that four months and nine days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at outflow near cannulation zone, the subject developed a serious adverse event of arteriovenous fistula blood clot due to decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture which required an arteriovenous access circuit reintervention. It was further reported that tissue plasminogen activator injection and angiojet thrombectomy was performed to treat decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture. Treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 01/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that four months and six days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at outflow near cannulation zone, the subject developed a serious adverse event of arteriovenous fistula clot at venous anastomosis due to decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture which required an arteriovenous access circuit reintervention. It was further reported that tissue plasminogen activator injection and angiojet thrombectomy were performed to treat decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture. The treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Event description:
It was reported through the results of a clinical trial that four months and six days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at outflow near cannulation zone, the subject developed a serious adverse event of arteriovenous fistula clot at venous anastomosis due to decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture which required an arteriovenous access circuit reintervention. It was further reported that tissue plasminogen activator injection and angiojet thrombectomy were performed to treat decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture. The treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: d1, d4 (medical device catalogue number). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial that four months and six days post an index procedure completion using a drug-coated balloon catheter in the cephalic vein at outflow near cannulation zone, the subject developed a serious adverse event of arteriovenous fistula clot at venous anastomosis due to decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture which required an arteriovenous access circuit reintervention. It was further reported that tissue plasminogen activator injection and angiojet thrombectomy were performed to treat decreased access blood flow, access thrombosis, diminished or abnormal thrill, and difficult puncture. The treatment re-intervention was successful, no new access created, and the outcome of the serious adverse event was resolved. Reportedly, there have been no documented device deficiencies and no secondary stage procedures were reported for this subject to date. The current status of the patient is unknown.